Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was implanted with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. Completion angiography showed the right internal iliac artery was unintentionally covered. As the left internal iliac artery was still patent, the physician chose not to take any corrective action. The physician concluded that he did not check the length appropriately prior to deploying the ipsilateral leg.